Event description:
It was reported to philips that the shutters were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned (non-emergent) treatment procedure. The procedure was completed as planned after the system was restarted. It was reported to philips that shutters were not available. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfile remotely and found the error "application error: collimatordriver linear x shutter area is not available" confirming a shutter collimation failure and requested onsite support. The philips field service engineer (fse) checked the system on-site and found collimator errors during startup and also found that collimator has already been replaced previously but need to be replaced again. The defective part was returned for analysis, for collimator malfunction was observed and the failed component was found to be shutter x encoder error. To resolve the issue, the fse replaced the collimator. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.